Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Product disposition is unknown.

Event description:
Revision left hip. Gamma nail was removed and a long stem total hip was done.